Event description:
Boston scientific received information that during a procedure for a non boston scientific right ventricular lead, this device was found to have a lose header. It was unknown if this occurred during the revision procedure. The device successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned to boston scientific for analysis. This report will be updated when analysis is complete.